Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, observed foreign material in the forceps channel could not be identified, and definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the device IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of biopsy channel clogged was confirmed. Device evaluation found that the forceps passage was clogged with foreign material in the channel. The additional evaluation findings are as follows: brushed passage failed, distil end had a small chip, bending section cover glue was cracked, and no suction flow due to a clogged channel. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope biopsy channel was clogged. There were no reports of patient harm.